Event description:
It was reported that this right atrial (ra) lead was explanted and replaced with a new lead of a different model. At this time, the cause is unknown. No additional adverse patient effects were reported.